Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and the buttons were not working. Customer's blood glucose was 87 mg/dl. No significant events leading to the alarm were recalled. A crack in the battery compartment was also noted. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.